Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day of the event, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, ongoing) and meropenem injection (500mg, intraperitoneal, twice daily, ongoing) for peritonitis. The retraining for break in aseptic technique was performed. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, b6, h2, h6 and h11. B5: upon follow up it was reported that the patient recovered from the abdominal pain. However, the patient had not recovered from peritonitis and cloudy pd effluent event. Antibiotic treatment was discontinued on an unknown date. The patient was discharged from the hospital on an unknown date. It was reported that pd therapy was discontinued. The pd catheter had been pulled out and started on hemodialysis (hd). Same hd is ongoing. H11: should additional relevant information become available, a supplemental report will be submitted.